Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse reproduced the issue and replaced the left master tool manipulator (mtm). The system was tested and verified as ready for use. As of the date of this report, the left mtm has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted gynecology hysterectomy benign surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that they were experiencing several error 307 on the system. Tse could review the logs and found that the error was pointing to the surgeon side console (ssc). The customer performed a hard power cycle and reseating the blue fiber cable (bfc); however, the issue persisted. The customer confirmed that the connections were illuminated with blue. The procedure was converted to a traditional laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic. The port size was increased as a result of the conversion. The patient tolerated the change.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the left master tool manipulator (mtm) to perform failure analysis. Upon visual inspection, the mtm was installed onto an in-house system where an error was triggered, indicating a fault on the main wire harness and replicating the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where power up was found to be failing on the main wire harness. Once testing was completed, the main wire harness was tested and was verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause is attributed the main wire harness in the mtm.